Event description:
The device delivered inappropriate therapies due to noise. Noise was reproducible. No damages to the lead were visible under fluoroscopy. The physician turned off tachy therapies until a decision could be made.

Manufacturer narrative:
Na